Manufacturer narrative:
Common device: fge catheter, biliary, diagnostic.

Event description:
Kayal, 2020, endosonography-guided transmural drainage of pancreatic fluid collections: comparative outcomes by stent type. Endosonography-guided pfc drainage performed using plastic stents (ps). For patients treated with ps, one or two 7¿9 cm (length) × 10 fr (luminal caliber) zimmon biliary stents (cook medical, (B)(4) USA) were inserted over guidewire(s) under fluoroscopic guidance. A total of 58 patients were endosonographically treated for pfc from april 2010 to may 2019, 12 of these patients were treated with the zimmon biliary stents. This complaint will capture 12 cases of off-label use of a zimmon biliary device to treat pancreatitis which included the following outcomes: 1 case of migration, 2 cases of perforation, 2 cases of pain.